Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Tit was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was admitted to the hospital. It was reported that the patient was treated for the peritonitis with three unspecified antibiotics. Nineteen days after being admitted, the patient was discharged from the hospital. At the time of this report the patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.